Event description:
A customer reported that during a cataract procedure the system shut off on its own. The procedure was unable to be completed and subsequent surgeries were canceled. A sample will be sent in for evaluation. Add'l info has been requested.

Manufacturer narrative:
The company representative examined the system and the reported event was replicated. The distribution printed circuit board (pcb) and power supply assembly cable were replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. A review of the system event long revealed that 1 system message "ac power lost - system is shutting down" was captured on the date of the reported event. The root cause cannot be determined conclusively. (B)(4).